Manufacturer narrative:
As reported in a research article, complications from using an amplatzer vascular plug to close an aortic dissection included residual false lumen flow due to incomplete device embolization, endoleak, ulcer-like projection, false lumen thrombosis and reintervention. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "clinical utility of the candy-plug technique using an excluder aortic extender" was reviewed. This research article is a retrospective single center experience to describe the clinical utility and technical aspects of the candy-plug technique using an excluder aortic extender (ex-cuff) for false lumen (fl) occlusion in chronic aortic dissection. Excluder aortic extender (ex-cuff; w.l. Gore & associates, inc.) And amplatzer vascular plug I (avp, abbott) were associated with the study. The article concluded that the candy-plug technique using an ex-cuff may be a feasible option; however, it takes time to achieve complete avp embolization. Therefore, using additional embolic materials should be considered when we use it for the rupture case. The primary and correspondence author of the article is yukihisa ogawa, md, phd, department of radiology, st. Marianna university, school of medicine, 2-16-1 sugao, miyamae-ku, kawasaki, kanagawa 216-8511, japan with the corresponding email: ykogawa@marianna-u.ac.jp.